Manufacturer narrative:
Lee, j. S., hong, j. M., lee, s., joo, I. S., lim, y. C., & kim, s. Y. (2013). The combined use of mechanical thrombectomy devices is feasible for treating acute carotid terminus occlusion. Acta neurochirurgica, 155(4), 635-641. Doi:10.1007/s00701-013-1649-5 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01017, 2029214-2017-01019. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire mechanical thrombectomy. The purpose of this article was to investigate the feasibility of combined stent-assisted and clot aspiration mechanical thrombectomy for effective recanalization of acute carotid terminus occlusion. The authors reviewed ten patients (median age 69 years; six female; four male) with acute ischemic stroke secondary to carotid terminus occlusion. The patients underwent intra-arterial treatment with both stent retrieval (solitaire ab or fr) and negative-pressured clot aspiration systems. The article states that at discharge, two patients had died (mrs 6). In addition, as of three months post-procedure, two additional patients had died (mrs 6).